Manufacturer narrative:
Updates have been made to the investigation as samples were returned. H.6. Investigation summary: bd received 10 samples for investigation. The samples along with retention samples from the same lot were visually and functionally inspected/tested with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood collection device, the stopper is opening by themselves in the centrifuge, which caused the biological sample to spill. The following information was provided by the initial reporter. The customer stated: they reports that even closing the stopper properly, the tubes are opening by themselves in the centrifuge and that it almost harmed the collaborator because when removing the uncapped tube from the centrifuge, the biological sample spilled."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated. 200 retention samples were visually evaluated and no defects were found with the retain product. 10 retention samples were further tested for stopper pop off with no issues found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood collection device, the stopper is opening by themselves in the centrifuge, which caused the biological sample to spill. The following information was provided by the initial reporter. The customer stated: they reports that even closing the stopper properly, the tubes are opening by themselves in the centrifuge and that it almost harmed the collaborator because when removing the uncapped tube from the centrifuge, the biological sample spilled."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood collection device, the stopper is opening by themselves in the centrifuge, which caused the biological sample to spill. The following information was provided by the initial reporter. The customer stated: they reports that even closing the stopper properly, the tubes are opening by themselves in the centrifuge and that it almost harmed the collaborator because when removing the uncapped tube from the centrifuge, the biological sample spilled."